Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient with an implantable infusion pump receiving unknown drug for unknown diagnostic. It was reported that rep stated patient was implanted last week and noticed an alarm from their pump over the weekend. Pump was read and logs showed a motor stall prior to implant back on 06-feb that resolved on 08-feb. Rep does not recall seeing message on programmer regarding a pending alarm. Pump was updated to silence alarm. No symptoms or patient complication reported, troubleshooting resolved the issue.